Event description:
Customer reported that a pump declared an alarm during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, technical support decided to replace the pump, which was still under warranty. Customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Furthermore, instructions were provided on how to put the pump into storage mode prior to its return, and customer was informed to send back the faulty pump with a pre-paid label within 10 days.